Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that the patient expired. The cause of expiration was noted to be multi-organ failure /stroke. The patient had experienced complications from a previous stroke.

Manufacturer narrative:
According to the information provided, the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
(B)(4). A correlation between the lvad and the reported stroke could not be conclusively determined as no autopsy was conducted and the lvad was not returned. Reportedly, the patient had experienced complications from a previous stroke on the reported event date of (B)(6), 2013. It was additionally reported that the patient had expired on (B)(6), 2014 due to the previous complications of stroke and due to multi system organ failure. No additional information was provided. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information provided by the clinical representative indicated that the pump was not be explanted and the family did not want an autopsy.